Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus) a few months ago. The existing aus cuff was removed and replaced with downsized cuff from 4.0 to 3.5 cm. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.